Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be torn off over the ok button, exposing the key contact. During testing, the ok button was found to be unresponsive. All of the other keypad buttons responded appropriately. The keypad cover was removed and contamination was found under all of the key contacts and the ok key contact was inverted. Evaluation revealed that the battery compartment was cracked and the battery cap had stripped threads. There was moisture visible inside the battery compartment. The pump case was cracked near the display lens. During testing, the pump failed a leak test. Evaluation also revealed that the display screen was dim, discolored and faded. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was unresponsive. There was contamination found under all of the key contacts. Evaluation revealed that the battery compartment was cracked and the battery cap had stripped threads. There was moisture corrosion observed in the battery compartment and the pump failed a leak test. Evaluation also revealed a dim and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.